Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician was unable to engage the setscrew of the implantable cardioverter de fibrillator (ICD). The ICD was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.